Event description:
It was reported that while unpacking the device, the it was noticed that the distal end of the multilink 8 stent delivery system (sds) was bent at multiple points and the stent was dented but was not lost or dislodged from the sds. There was no patient involvement. No additional event information was provided. Analysis of the returned device identified that the stent was loose on the balloon catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the multi-link 8 stent delivery system (sds) noted blood visible in the guide wire lumen, which suggests the sds was at least partially advanced over a guide wire. The stent implant was loose on the balloon. The proximal half of the stent implant was mangled. The distal half of the stent implant was slightly smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameter measurements of the stent implant were not taken due to the damage noted. The tip was not kinked as reported. The balloon, outer member, and inner member were bunched at the proximal balloon shoulder for a length of 3 cm. It is possible that the noted shaft bunching was what was meant to be reported by the account as the shaft bent. An attempt was made to obtain follow up information from the account as to when the damaged and loose stent occurred, however, no additional information was able to be obtained as the account only stated there was damage to the distal end of the catheter. Shaft damage can occur during manufacturing, removal from the packaging at the account or from handling of the product during preparation for use. To help ensure this damage is not the result of the manufacturing process, all products are 100% visually inspected for damage at numerous points in the manufacturing process, including at the point that the product is inserted into the dispenser coil. It was reported the shaft was noted to be bent out of package, however, as noted there was blood in the guide wire lumen of the sds, which suggests the sds was at least partially advanced over a guide wire. It is possible that resistance was met during advancement over the guide wire, resulting in the shaft bunching as resistance was encountered. Additionally, the damage noted to the stent is consistent with handling of the sds if resistance was encountered; however, this could not be confirmed. A conclusive cause for the noted damage to the sds and stent could not be determined. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality. All stent delivery systems are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be provided with all additional relevant information.